Event description:
Razor personna premium double edge preparatory heavy weight with comb - safety issue identified when releasing cap of razor head. The sides of the razor are sharp and there is no indication to the user to release the cap from the ends instead of the side. We had no pt injuries, but we did have an employee injury.